Manufacturer narrative:
The investigation for the reported pump stop issue has been completed. The lt log confirms a pump stop. Prior to the pump stop the motor current rises, then drops and rises again until the pump stop. The rt logs shows many purge system blocked and high purge pressure alarms which do not occur until the end of the case. A visual inspection of the pump revealed a kink in the catheter near the red handle. The exact location of the kink that occluded the purge flow was not determined as there were multiple kinks observed in the purge line. When a kink occurs in the purge line, purge fluid is unable to protect the motor and blood ingress can occur. No blood was found in the purge line but blood was observed in the purge gap. The pump was torn down and a substance found on the magnet was tested and found to contain protein. The cause of the pump stop was most likely a kinked purge line. As noted in the impella IFU: impella cp with smart assist system section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. The complainant reported a pump stop issue with the impella device. It was noted that a purge system blocked alarm sounded on the automated impella controller (aic) which was followed by an increase in the motor current of the pump. The motor subsequently stopped and attempts to restart the pump failed. The pump was explanted as a result of the noted issue and the access site was closed. No patient harm was reported.